Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the device was not received back for evaluation, so an inspection determining whether it was non-conforming could not be performed. However, the reported event is an expected result when final tightening. Conclusion: the probable root cause could not be determined because the device was not returned.

Event description:
It was reported that after inserting the blocker and locking them, the doctor needed to get the blockers out to replace the screws. He found the screws' head are nearly pulled out and cannot move any more. He tried to get one of the screws out, and place one another size screw instead. However, the new screw's head couldn't move either. He used another good screw instead. And the day after the operation, the doctor found the result of the operation is not good. Another operation was performed and the broken screws were taken out. One blocker was found to be broken too.

Event description:
It was reported that after inserting the blocker and locking them, the doctor needed to get the blockers out to replace the screws. He found the screws' head are nearly pulled out and cannot move any more. He tried to get one of the screws out, and place one another size screw instead. However, the new screw's head couldn't move either. He used another good screw instead. And the day after the operation, the doctor found the result of the operation is not good. Another operation was performed and the broken screws were taken out. One blocker was found to be broken too.